Manufacturer narrative:
The device was returned for evaluation, and the phenomenon was not confirmed. However, evaluation found that the columns were contaminated with moisture and numerous low battery errors were logged on the data log. The investigation is ongoing, and a supplemental report will be submitted if additional information is provided by the user facility.

Event description:
The customer reported to inogen, that while they were driving, they experienced trouble breathing. Reportedly, the device alarmed. In turn, a pedestrian called 911 and the customer went to the emergency room wherein they received supplemental oxygen, medication, and remained for five hours. Later, the customer was discharged home and received a replacement device. Reportedly, the customer is feeling better.